Event description:
It was reported that the customer received a cartridge alarm, identified as alarm 30, during the use of an insulin pump. There was no reported blood glucose level at the time of the event. The customer was informed that the pump needed replacement and a replacement pump was sent. The customer was instructed to return the problematic pump with a pre-paid label, but declined to share details about backup insulin therapy.